Event description:
It was reported that tandem mobi issued repeated cartridge alarms over several weeks, leading to high blood glucose levels over 500 mg/dl and presence of ketones. Customer experienced high blood glucose that required assistance from mom, who administered insulin by injection, and there was no reported injury or life-threatening ketone level. Customer gave correction doses by injection and/or pump, discussed ketone levels with healthcare provider, continued using current pump with backup insulin method as needed, and technical support arranged a replacement pump.